Event description:
Customer reported that her husband's meter would not turn on with strip insertion and he was unable to test. Customer's wife stated due to not knowing what his glucose was, he took his usual amount of insulin (2 units) and went to bed. Customer then stated when he woke up the next morning he was shaking, aching and sweating and paramedics were called. It is reported the paramedics received an hcp meter result of 30mg/dl. Customer was treated with an IV (solution unknown) and transported to a local hospital. Customer was diagnosed with hypoglycemia and he ate food; however, no further medical treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's meter was returned, investigated and the complaint was not confirmed. Meter powered on with button and with insertion of strips. Did not observe power issue with strip port. It is important to note that the serial number of the returned meter is different than the originally reported meter. This is a final report.